Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced stimulation in the hospital. The left ventricular lead was pulled back to the atrium. Lead dislodgement was confirmed on fluoroscopy and x-ray. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 86.6 cm. Analysis was normal. No anomalies were found.